Manufacturer narrative:
Result: lift sensor coil cord. At this time, it is unknown what position the bed was in at the time of the component failure. If further information becomes available, a follow-up will be filed.

Event description:
It was reported by service report that the lift did not function properly. It is unknown if there was patient involvement or if there are adverse consequences to report.